Event description:
Customer reportedly obtained results of 165mg/dl and 81mg/dl on the compact plus system within 10 minutes. Customer reportedly ate after receiving results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.